Event description:
It has been reported to philips that the system was given error message, "x-ray not available tube problem." The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified frontal arc lost connection with the generator and there was power connection issues with x-ray generator. The power connection has been restored and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer (fse) inspected the system onsite and confirmed that the malfunction with the frontal arc lost connection with the generator and there were power connection issues with x-ray generator. Review of the log file shows issues in the x-ray generator hardware. The fse restored the power connection and tightened the lat x-ray generator frontal ips connection. After that system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.